Event description:
Note: this manufacturer report pertains to one of two devices used during the same procedure. Manufacturer report# 3005099803-2010-04935 pertains to the other device. It was reported to boston scientific corporation that following an anterior and posterior repair procedure performed on (B)(6) 2010 using a pinnacle anterior/apical pfr kit and a pinnacle posterior pfr kit, the patient presented with right buttock pain. The physician reportedly prescribed baclophen and "nafrocin" for the pain (duration of prescription unknown). Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Age at time of event: although the patient's exact age is unknown, she is reported to be over 18 years of age. Device expiration date: although the lot number is unknown, the complainant indicated that the device was not used past its expiration date. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.